Event description:
Upon reassessment of the reported event, it was determined an MDR should not have been filed under the current MFR number.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined an MDR should not have been filed under the current MFR number 0002648920 - 2019 - 00432.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. Concomitant medical products: unknown stem, pn unknown, ln unknown. Unknown liner, pn unknown, ln unknown. Unknown cup, pn unknown, ln unknown. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Patient¿s legal counsel reported patient underwent left total hip arthroplasty. Subsequently it was reported that a patient underwent a revision procedure approximately 6 years post initial surgery due to unspecified complications. Attempts have been made and additional information on the reported event is unavailable at this time. No further information is available.